Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected, motor arm cannot communicate with the main arm and hal software error detected alarm. The customer blood glucose level was 129 mg/dl. The customer was assisted with troubleshooting. Customer stated that the active insulin had cleared insulin pump errors and delivery stop critical pump error occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.